Event description:
During an atrioventricular reentry tachycardia procedure it was reported that during a left-sided accessory pathway, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in stable condition. Additional information provided stated the physician believed either the right ventricle or the coronary sinus catheter plugged a hole when placing the catheters. The perforation was observed by patient¿s drop in blood pressure when the catheters were removed. Due to this reason, the coronary sinus catheter was also reported for this event.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Ez steer coronary sinus catheter: model #: d-1263-05-s, lot#: 15841668m. This product is also reported for this event. (B)(4)

Manufacturer narrative:
(B)(4). During an atrioventricular reentry tachycardia procedure it was reported that during a left-sided accessory pathway, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in stable condition. Additional information provided stated the physician believed either the right ventricle or the coronary sinus catheter plugged a hole when placing the catheters. The perforation was observed by patient¿s drop in blood pressure when the catheters were removed. Due to this reason, the coronary sinus catheter was also reported for this event. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.